Event description:
A customer contacted beckman coulter regarding falsely negative (-) urine test result from the icon 25 hcg test kit. The customer indicated a pt had performed two (2) home pregnancy tests (tests names were not provided). The results from both tests were positive (+). The customer indicated the pt had a urine sample tested with the icon 25 hcg test kit. The hcg result was negative (-). The customer indicated the pt had a serume quantitative test performed (the test method was not provided). The result was 107miu/ml. The customer did not provide any additional information regarding this event. No change to the pt treatment was reported that can be attributed to this event.